Event description:
It was reported that the charging pad for the ilet device was not functioning as expected, resulting in the device not charging. Customer care provided support that included user feedback assessment. Investigation of this case revealed a suspected charger malfunction. No symptoms or clinical effects reported during the event. Outcomes included replacement supplies being shipped and user guidance provided to use a qi-certified charger. It was concluded that the event was related to a device accessory performance issue without patient injury.